Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a pinched line preventing the electrolyte injection cup (eic) from dispensing water. The fse unpinched the line and replaced the eic. The fse also replaced the modular chemistry sample probe.

Event description:
The customer reported that on (B)(6) 2011 a correlation study was performed between the customer's synchron lx20 clinical chemistry system and another instrument. The synchron lx20 clinical chemistry system was generating higher results for sodium and calcium, and lower results for chloride when compared to same sample results on the other instrument. The correlation study results were not released from the laboratory and hence no death, serious injury or modification to patient treatment was associated or attributed to this event. Instrument assay quality control results were recovering within the customer's established specifications at the time of the event. It should be noted that the customer did not use published maintenance procedure to maintain the instrument. No patient information or sample collection/handling information was provided by the customer.